Manufacturer narrative:
H3 other text : device has not been yet returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information from the patient alleging that the patient has both eye and nose irritation, respiratory tract irritation, dizziness with headache, inflammatory response, lung disease. No medical intervention was specified. The manufacturer was made aware of this information through a representative of the customer. Due to potential litigation surrounding this case, no follow up can be performed at this time and also no further investigation can be performed. If any additional information is received a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information from the patient alleging that the patient has both eye and nose irritation, respiratory tract irritation, dizziness with headache, inflammatory response, lung disease. No medical intervention was specified. The manufacturer was made aware of this information through a representative of the customer. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 was updated. Box e:reporting institution name updated. Box g:report source - other updated. Box d:product brand name (rfb) updated.